Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined no rpm pre test could be done due to an erratic motor and it was noisy and the motor, plug harness assembly, and switch were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that during the surgical procedure, the dermatome had a different noise and was unable to extract the skin graft. It did not have strength to extract the graft. Another dermatome available at the hospital was used. There was no delay in the procedure. There was no harm or delay and another device was used to complete the procedure. No additional graft needed. No adverse event was reported as a result of this malfunction.